Event description:
Reporter alleged blood glucose read "hi", however, did not have any symptoms of high glucose, so took no actions as a result. It was stated the next day, customer tested glucose to be "hi" back to back with a result of 133 mg/dl when testing was performed within 1 min of each other. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.